Event description:
A falsely elevated concentrated carbon dioxide (co2_c ) result was obtained on a patient sample on an advia chemistry xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated on multiple alternate advia chemistry xpt instruments, on the same instrument, and on an alternate non-siemens instrument. The repeat result from the non-siemens instrument was lower than the discordant result. The repeat result from the non-siemens instrument was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant co2_c result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia chemistry xpt instrument. Quality control results were within acceptable range on the day of the event. Calibration was also acceptable. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00042 on 23-feb-2022. Corrected data (03-mar-2022): the customer informed siemens that the initial result was obtained on 10-jan-2022. Section b3 was updated to reflect the corrected data. Additional information (03-mar-2022): the customer provided age, sex and the patient's past medical history and medications. Sections a2, a3 and b7 were updated to reflect the additional information. Siemens further investigated the issue and difference in equipment, techniques, chemicals used, and/or time delay in testing patient samples potentially contributed to the falsely elevated concentrated carbon dioxide results. Quality control was in range and no issues were noted with other patient samples. The investigation findings and investigation conclusion code's in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.